Event description:
It was reported that during a thyroid procedure, the buttons worked intermittently. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.